Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle failing to deploy. The device ran 611 pulses before getting deactivated by the user. No issues were found in the needle mechanism that would result in a failure for the cannula to insert into the pod infusion site. Although no issues were found in the needle mechanism, the actual cause of the reported event of cannula unsure properly inserted could not be determined. During fluid path test, fluid was found leaking through a tear on the exposed portion of soft cannula, where the tip of the formed needle rested. It could not be determined when this damage to soft cannula occurred. Cracks were found on the top housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggested that the cracks had no effect on the device's functionality.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause and unsure cannula properly inserted. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found that the needle had not deployed as intended. It was reported that the patient's blood glucose (bg) values reached 450 mg/dl.